Event description:
Additional information received indicates the patient's lead had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported during a ipg replacement surgery (manufacturer report number: 3006705815-2023-01373) the patient's system diagnostics recorded all invalid impedances on the lead. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.